Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. Investigation found damage to the coin cell battery (bt1). The -ve leg of the coin cell was found to have broken away from the main battery. This had resulted in failure of the device rtc which would account for no status led being visible. The damage had likely been caused by an impact to the device. The device was still able to deliver therapy as demonstrated during the investigation.

Event description:
There was no patient involved in this event. The device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.